Manufacturer narrative:
The complaint of leakage on the returned used 206680490 extension set could be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material. A device history (DHR) review was completed for the reported lot and the relevant components and no discrepancies or non-conformances were found that would have contributed to the reported complaint.

Event description:
It was reported that approximately 1 ml of etoposide, doxorubicin, and vincristine in a 1000ml normal saline IV bag leaked from the device while during a 22-hour infusion. There was no patient harm reported. No additional information is available.